Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/17/2017 with the following findings: during investigation, there was a cs 064 alarm observed in the black box. The rewind, load and prime steps were successfully performed. The pump was exercised for 24 hours with no alarms. The call service 064 alarm was observed in the black box history due to occlusion during the prime function. (B)(4).

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.